Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the controller board was defective. The field service engineer replaced the controller board to resolve the problem and also performed preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was beeping sounds, but screen was black. The customer reported that due to this malfunction there was delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.